Event description:
It is reported that the customer had normal blood glucose levels of 113 mg/dl. According to the customer she received a button error alarm from the insulin pump. Customer adds that prior to receiving the alarm she was submerged in a pool of water. Customer was advised that the insulin pump would need to be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.